Event description:
Event verbatim [preferred term]. Otitis media [otitis media], , narrative: this is a literature report for the following literature source(s): "efficacy of middle-ear packing in success of type 1 tympanoplasty: a prospective randomised study", the journal of laryngology & otology, 2021; vol:135 (10), pgs:864 - 868, doi:10.1017/s0022215121002012. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for tympanoplasty. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: otitis media (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: audiogram: unknown results; microscopy: unknown results; visual analogue scale: unknown results. The action taken for absorbable gelatin was unknown. Clinical course: eighty patients undergoing type 1 tympanoplasty were randomized into two groups according to packing in the middle ear: with gelfoam and without gelfoam. One patient in the gelfoam group got otitis media on the 18th post-operative day resulting in a small residual perforation which persisted even after three months. No follow-up attempts are possible. No further information is expected., comment: based on available information, a possible contributory role of the subject product, absorbable gelatin (gelfoam), cannot be excluded for the reported event of otitis media due to temporal relationship. However, the reported event may possibly be associated with the surgical procedure of tympanoplasty. There is limited information provided in this report. Additional information is needed to better assess the case, including complete medical history, diagnostics, counteractive treatment measures and concomitant medications. This case will be reassessed once additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] otitis media [otitis media], , narrative: this is a literature report from product quality group for the following literature source(s): "efficacy of middle-ear packing in success of type 1 tympanoplasty: a prospective randomised study", the journal of laryngology & otology, 2021; vol:135 (10), pgs:864 - 868, doi:10.1017/s0022215121002012. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for tympanoplasty. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: otitis media (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: audiogram: unknown results; microscopy: unknown results; visual analogue scale: unknown results. The action taken for absorbable gelatin was unknown. Clinical course: eighty patients undergoing type 1 tympanoplasty were randomized into two groups according to packing in the middle ear: with gelfoam and without gelfoam. One patient in the gelfoam group got otitis media on the 18th post-operative day resulting in a small residual perforation which persisted even after three months. Product quality group provided investigational results on 07dec2023 for absorbable gelatin: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. UDI# (B)(4). The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Follow-up (07dec2023):this is a follow-up report from product quality group providing investigation results., comment: based on available information, a possible contributory role of the subject product, absorbable gelatin (gelfoam), cannot be excluded for the reported event of otitis media due to temporal relationship. However, the reported event may possibly be associated with the surgical procedure of tympanoplasty. There is limited information provided in this report. Additional information is needed to better assess the case, including complete medical history, diagnostics, counteractive treatment measures and concomitant medications. This case will be reassessed once additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 07dec2023 for absorbable gelatin: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.